Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the arm on (B)(6) 2018. No additional event or patient information is available. No data was provided for evaluation. Confirmation of the problem and probable cause could not be determined. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).